Manufacturer narrative:
The customer contacted a siemens customer service engineer (cse). The customer stated they were experiencing a problem in their luminometer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the luminometer performance. The cse found that 11 of the last 100 reads had dark counts or pre-lights. The cse inspected the luminometer and found liquid inside. After drying and cleaning the luminometer, they performed quality control (qc) and precision. The cse inspected the luminometer and did not find any liquid. The cse also found sample integrity errors when aspirating samples. The cse found damaged sample probe tips and replaced them. The cause of the discordant results was fluid in the luminometer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on multiple methods and on multiple patient samples on an advia centaur instrument. Three test results were provided for vitamin d. The initial results were falsely elevated. It is unknown if the initial results were reported out to the physician(s). The same samples were repeated on the same instrument and repeated lower. Three results were provided for ferritin. The initial results were falsely depressed. It is unknown if the initial results were reported out to the physician(s). The same samples were repeated on the same instrument and resulted higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.